Event description:
It was reported that the device had rate discrepancy during infusion. It was noted that the pump was infusing too much fluid and that it was only tracking the prescribed amount, not the actual amount infused. There was patient involvement. Although requested, the information on patient impact was not provided.

Manufacturer narrative:
Omit : a1402 - excess flow or over-infusion (1311) , c20 - no findings available, d15 - cause not established. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device had rate discrepancy during infusion. It was noted that the pump was infusing too much fluid and that it was only tracking the prescribed amount, not the actual amount infused. There was patient involvement. Although requested, the information on patient impact was not provided.